Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 536 mg/dl at the time of the incident and other blood glucose value was 245 mg/dl. Customer reported that they do not feel okay to troubleshoot. Auto mode feature was active. Customer also reported bent cannula and insulin flow block alarm. Customer replaced the whole set and declined for troubleshooting. The device will not be returned for analysis.